Event description:
Related manufacturer reference number: 3006705815-2024-02084, 1627487-2024-07572, 1627487-2024-07573 and 1627487-2024-07574. It was reported that the patient had a secondary infection at the midline and ipg site incisions. Surgical intervention took place where the entire system was explanted to address the issue, the patient was also given oral antibiotics. It is unknown if the infection has resolved but the manufacture representative will not be receiving further updates regarding the status of the infection.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Date of event estimated. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.